Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under-delivered. The patient returned for pump unhook, and the 5fu bag was still approximately half full. The pump activity log was checked, and it doesn't show anything other than the clinician or physician programming the pump and that the patient turned the pump off that morning. Pharmacy staff and clinician or physician reviewed the bag and about 70ml of medication remained. The medication being infused was 5-fu(5-fluorouracil) with programmed rate at 3ml per hour. The device displayed a remaining volume of 0ml, while approximately 70ml was left in the bag, and volume given as per the device was 138ml. The event occurred during infusion, no harm reported.